Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection and erosion. The device eroded through the skin and the patient had an infection. The type of infection was unknown. Intravenous (IV) antibiotics were given to the patient. There were no additional adverse effects reported.